Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a blue foreign piece on dressing. It was unknown if it was inside or outside of the packaging and if the product was used on patient. A photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 0g00518 was manufactured on 07/24/2020, in bodolay line, with a total of (B)(4) market units. Compliance engineer ID 3687 performed a batch record review on 05/25/2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, order 1519364, under icc code 187660 sap material ID 1704761. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based in the analysis phase conclusions, the issue of wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at bodolay pratt c packaging line, are attributed to the following probable causes per failure mode: for cut in seal or edge of package is cut the root causes found were: machine: indexing process variation: the indexing process variation was found as one of the major contributors to the open seal (compromised sterile barrier) due to the following opportunities: 1. Defective spindle: the spindle for film material indexation was found in bad condition, and film reel stock rotates on itself, which causes film to move inadequately and make blister to be cut in seal or dressings to be trapped in seal. 2. Uncoupling of the blade¿s mechanism: there are discrepancies in the changeover of the wedge of the pulley between maintenance technicians. Even though, the position of the wedge is poka yoke, there is evidence of the usage of incorrect keyway. This affect the indexation process due to the vibrations and unpredictive movements could happen while performing the indexing process. 3. Worn pulley belt and broken pulley belt teeth: there have been significant variation in the indexation process when pulley belt has been detected as defective. The machine preventive maintenance program was revised and as a result, there is not a standardized useful life for the pulley belt. 4. Malfunction of servo motor: there was found an opportunity related to the automation of the bodolay machine. It was evaluated the current automation hardware of bodolay machine, and it was found that current servo motors are not able to detect sudden failures because the current automation design uses technology that are not up to date. Method: 5. Unclear steps to perform online rework: there was found an opportunity related to the standardization of the online rework performed at the line. Currently applicable pi31-142 ver. 3.0 - chevron sleeve empacado automático linea bodolay, was revised and an opportunity was found regarded to the standardization of the rework perform by the operators in the two (2) point of the online rework process, currently the steps are too general or not specific. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.